Event description:
During baxter's functionality testing of a spectrum pump, it had an malfunctioning keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the malfunction keypad, which was experienced during eval. The keypad was found to have a delayed response or none at all. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.